Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 58 mm in diameter abdominal aortic aneurysm. Currently the abdominal aortic aneurysm is 78 mm in diameter. It was reported that approximately seven years post index procedure, the physician discovered aneurysm growth through an open procedure where there was a type iii fabric, endoleak was found coming from the sutures. The physician elected to implant endurant 28mm aui device extending down with a 16x16x82 limb on the right inside the existing talent graft. The type iii fabric, endoleak was resolved and the patient is doing well. No additional clinical sequelae were reported.